Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt experienced a fever and headaches. The pt had an allergic/inflammatory response to the catheter material. The pt had a high white blood cell count. The catheter was replaced with a specialized catheter due to her reaction to the material of other catheters. The pt was doing well with the new catheter and recovered without sequela. The device system was used to deliver baclofen. See also MFR's report # 6000030200601823.

Manufacturer narrative:
(B)(4).